Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, the device was improperly loaded. The device was fired. The device cut, but did not staple. Some bleeding occurred, unk how much bleeding, and unk if the pt rec'd a blood product. Unk how the case was completed. There was no pt consequence.